Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a patient will be scheduled for a revision of what looks to be an exactech crown cup and constraining ring, along with an element high offset femoral component. No further information provided. Sales rep was unable to open attached video.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, h6 MDR section codes updated/corrected: a, b, d, e, f the cause of the patient¿s dislocation and pending revision reported cannot be conclusively determined; however, it may be due to soft tissue tension, implant positioning, and/or implant selection. However, the failure could not be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. Dislocation and subluxation are known risks, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.